Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient did not recharge the ipg as recommended since 2020. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Effective therapy was restored.